Event description:
It was reported that the patient faced occlusion issue event on (B)(6) 2026. The blockage was at the site. The blood glucose level was high and the patient was treated with multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.